Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. X-rays were not available for review. A search of the complaint database did not reveal any other reports against the manufacturing lot. Requests for additional investigational inputs were made. No additional information was obtained. The root cause is attributed to user error/misuse. The device is marked "anterior" to assist the user in implanting the device in the proper orientation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Post op xrays showed tibial sleeve was on backwards and most likely was not engaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.